Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a peritoneal dialysis catheter. The customer states the peritoneal catheter was implanted on (B)(6) 2012. The catheter migrated to the flank in the trunk of the uterus. A laparoscopic procedure was completed on (B)(6) 2012 to correct the location of the migrated catheter. The catheter migrated once more but caused no difficulty to the patient. Peritoneal dialysis treatment has continued.

Manufacturer narrative:
Submit date: 09/14/2012. An investigation is currently underway. Upon completion, the results will be forwarded.